Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was charging more than expected. They were recharging daily for about 40 or 45 minutes and the stimulation would last for eight hours. It was noted that the patient¿s recharging is appropriate seeing as their device was over-discharged for 4 years. The patient was being considered for possible replacement however nothing was scheduled or planned and the patient was happy with their stimulation coverage.

Event description:
It was reported that there was a suspected first over-discharge. There was no physician mode reset (pmr) performed or any other troubleshooting, but the manufacturer¿s representative (rep) was planning on meeting with the patient in the future to perform a pmr and attempt reprogramming. The patient reported that the permanent implant was never as effective as the trial and he quit using it at least three years ago. The patient would now like to invest the time in getting device back and attempting reprogramming to see if he can benefit. It was reported that the patient never had therapeutic effect and had less than 50% therapy relief in the lower back. The patient called the manufacturer representative on (B)(6) 2014 reporting they were able to charge their stimulator. They noted the device was flashing 3/4 full so they went into their health care provider (hcp) office to meet with the manufacturer representative. Upon meeting it was found the clinician programmer or implantable neurostimulator recharger (insr) would not interrogate. It was then determined the patient was seeing the insr recharging screen and in fact had not been charging their implantable neurostimulator (ins). It was found the patient had not used their device in approximately 4 years. On (B)(6) 2014 the patient met with their manufacturer representative and 2 successful pmrs were performed and most of the afternoon was spend recharging the device. Upon recovery of the device it was found that electrodes 3 and 5 had high impedance levels and an error message of ¿0x3608¿ was seen. No group impedance measurements were performed. The patient further reported they ¿may have had some falls over the last few years¿ and that they have been involved in some hard labor jobs that ¿could have cause a fracture¿ while working. X-rays were taken and results showed that the top of the lead was about 2/3 into t8 and connections looked intact, with no disconnections or fractures. The manufacturer representative was then able to reprogram the device after further recharging with 3 groups and provided full coverage of painful areas. The patient was excited with the result and felt immediate positive differences in their pain level. The patient was to see their manufacturer representative at a later date to determine if further reprogramming was needed. The patient was instructed to fully charge their battery, exercise it 5 times and then continue charging weekly. The cause of the issue was determined to be non-compliance secondary to ineffective stimulation.

Event description:
It was reported that the patient¿s stimulation was working and covering their painful areas. The patient discussed possibly fine tuning the device in the future to possibly achieve greater pain relief. The patient noted that recharging was a ¿grind¿ as they had to recharge their device about every day and a half. The patient was charging their device to full and recharging frequently because as the battery level got low they could tell the difference in greater pain levels.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).